Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an unusual amount of low voltage alarms were seen on the patient's log files, log file review was requested which revealed yellow wrench alarms associated with emergency backup battery (ebb) faults. The voltage readings in the log file appear below specification on both battery and mobile power unit (mpu). This was noted to typically be a result of worn system controller leads. The pump appeared to be operating as expected. It was recommended to exchange the system controller and the ebb. The ebb was exchanged. As of (B)(6) 2026, the controller was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The system controller was later exchanged.